Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 26-jun-2023. H.6. Investigation summary: our quality engineer inspected the 100 representative samples from batch 2194840 and 2 opened samples submitted for evaluation. The reported issue of needle clogged / blocked was confirmed upon inspection of the samples. Analysis of the samples showed that a clogged needle could be observed. Bd determined that the cause of the failure was related to our manufacturing assembly process. An issue of wear and tear on parts of our manufacturing machinery was identified as the cause of the observed defect. A plan has been made to mitigate and prevent the failure observed in this complaint. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was clogged. The following information was provided by the initial reporter: customer email- "we have had reports that the bd needles b.d. 25g x 38mm 301808 (lot 2194840 expiry 07/2027 picture below) where around 1 out of 20 needles were found to be without holes. Yesterday, there was a specific incident where out of a row of 6 had no holes, and are retrieving the balance of the box and will advise once we have then."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was clogged. The following information was provided by the initial reporter: customer email- "we have had reports that the bd needles b.d. 25g x 38mm 301808 (lot 2194840 expiry 07/2027 picture below) where around 1 out of 20 needles were found to be without holes. Yesterday, there was a specific incident where out of a row of 6 had no holes, and are retrieving the balance of the box and will advise once we have then."